Event description:
It was reported by the rep the device was used during a total laparoscopic hysterectomy. It was reported the patient's hemoglobin dropped from 14 to 6 post operatively. Transfusion of 2 units. No re-operation. Intravenous pyelogram normal, fluid detected on ultrasound. Patient now jaundiced. Hemoglobin now 11 and in the surgeon's opinion the likely cause is an intraperitoneal bleeder. Hysterectomy performed with lcsk5. Patient left cauterized with bipolar after cuff closed.